Manufacturer narrative:
The s-ICD system is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has been experiencing pain that has not been able to be resolved. As a result, the s-ICD and electrode were explanted. No additional adverse patient effects were reported.